Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device history: lot part#: 03.010.060, synthes lot#: pe03332, supplier lot#: pe03332, release to warehouse date: 15may2018, supplier: precision edge surgical products, no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device history batch null, device history review - review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2018, the three-fluted drill bit made contact with the cannulated tibial nail while drilling during an intramedullary rodding of the tibia. The surgeon then free handed the hole. The sales consultant further examined the device with a separate cannulated tibial nail after the procedure and the drill bit guide lined up and went through the hole. Patient outcome was good. Procedure was successfully completed with no surgical delay. Concomitant devices reported: cannulated connecting screw (part#:03.010.404, lot#:u280638, quantity:1), ti cannulated tibial nail (part#:04.004.343s, lot#:7268858, quantity:1) , aiming arm (part#:03.010.441, lot#:170326-202, quantity:1), insertion handle (part#:03.010.440, lot#:170224-101, quantity:1), drill sleeve (part#:03.010.064, lot#:8866501, quantity:1), protection sleeve (part#:03.010.442, lot#:11343997, quantity:1). This complaint involves one (1) devices. This report is 1 of 1 for (B)(4).